Manufacturer narrative:
Analysis found the unit passed basic occlusion, occlusion, prime, excessive no delivery and displacement tests. There was no unexpected no delivery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they received no delivery alarms. The customer stated that they treated the high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.